Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of incoherence and dizziness, which warranted hospitalization and prophylactic antibiotic therapy. Per the pdrn, the etiology of incoherence and dizziness is unknown; therefore, causality cannot be firmly established. However, the patient was experiencing these events 2-3 weeks prior to the reported fluid leak. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced symptoms of incoherence and dizziness and was hospitalized on (B)(6) 2019. Per the pdrn, symptoms were unrelated to the reported fluid leak. The patient was drained at the hospital via continuous ambulatory peritoneal dialysis (capd) due to incomplete treatment because of the fluid leak. During the patient¿s admission the hospital suspected peritonitis and treated him with prophylactic antibiotics 1 dose each of vancomycin 2 gm and fortez 2 gm via intraperitoneal (ip) administration. A patient¿s culture results came back negative for infection. A cause for the patient¿s symptoms was not determined and that patient¿s pd treatment was not suspected to be the cause. Patient was discharged on (B)(6) 2019. Patient has now recovered and is continuing pd treatment.